Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air sensor was dented. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The air sensor was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that an air-in-line alarm occurred during testing. During device evaluation, it was found that the air sensor was dented, resulting in the sensing failure. There was no patient involvement.